Event description:
It was reported that a non vented spike with clearlink leaked from its clearlink. This occurred after the device¿s spike was inserted into a bag of cyclophosphamide solution and before patient connection. The solution did not contact the operator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reporter stated that the lot number could be 13j30v124 or 13f29v690. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was not returned, however a photo was provided for evaluation. The photo inspection showed a break at the level of the non-vented spike. The cause of the break could not be determined based on the photograph. A notification will be sent to the involved supplier to raise caution and the involved personnel will be made aware of this issue. A batch review could not be performed as the lot number was not provided. Should additional relevant information become available, a supplemental report will be submitted.